Event description:
Covidien received a report that hygrobac s electrostatic fhme filter carbon dioxide (co2) port was obstructed. No gas reading possible. The problem was found before anesthesia began. The pt was not harm or injured as a result of the event. The anesthetic began some times later after the cause of defect was detected and filter was changed.

Manufacturer narrative:
The reported problem was verified. The luer port was occluded. This kind of defect is a failure of the molding process of the filter case. (B)(4).